Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: did the patient receive preoperative chemo or radiation therapy? Unknown. Does the surgeon wait 15 seconds prior to firing? Yes. Approximately how far did device fire? Similar as lockout. Were any unusual noises noted? No. Was the device difficult to close? No. Was the device difficult to fire? Lockout. Was the jaw straight or articulated during cartridge loading? Unknown. What troubleshooting steps were taken to open device? Followed up IFU. What is the surgeon¿s experience with device? Experienced. What is the current patient status? Stable and in hospital.

Event description:
It was reported that the device could not fire. During the laparoscopic radical resection of rectal cancer,could not fire on the 1st firing when severing the rectum. Could not open the jaw, changed to open surgery, used forceps clamp the tissue and used scalpel to cut the tissue. The patient is stable and in the hospital now.